Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced hypoglycemic event. The patient stated the alert for an urgent low did not alert on the g5 mobile application. The patient had low glucose values and was out of it. A family member administered the patient with 2 glasses of juice to bring her glucose values back into range. At the time of contact, the patient was fully recovered. Additional patient or event information is not available. Data was returned and evaluated. The reported event of no alert for an urgent low was confirmed via data. A root cause could not be determined.